Manufacturer narrative:
Device passed the self test and displacement test. The test energizer battery was removed from the battery compartment and the device was monitored for ten minutes. Device powered up properly after insertion of the battery and no unexpected post-reset ram crc alarm were noted. No the main arm cannot communicate with the motor arm error, post-reset ram crc alarm, the hardware rtc date and time disagrees with the software maintained date and time error, software error, trace pointers are invalid error noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had 4 alarms saying the main arm cannot communicate with the motor arm, the hardware rtc date and time disagrees with the software maintained date and time (main), software error detected and trace pointers are invalid. Customer also reported that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.